Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, kidneys were very low as well as low blood glucose on (B)(6) 2019 with blood glucose level was 498 mg/dl, 34 mg/dl. The customer was treated with intravenous drip, insulin pump and manual injection, shot. Customer did not allege insulin pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.